Event description:
The customer reported "connector swivel wasn't fixated". Attempts made to obtain information on patient condition. No additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The tracheal and bronchial sides of the swivel valve were returned. The y connector was not returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the bronchial side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. The sample was sent to the manufacturing site to be forwarded to the supplier. A device history record review was performed and no relevant findings were identified. The reported complaint of "swivel connector broken" is confirmed based on the sample received. The tracheal and bronchial sides of the swivel valve were returned. The y connector was not returned. The connector on the bronchial side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported "connector swivel wasn't fixated". Attempts made to obtain information on patient condition. No additional information available at the time of this report.